Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with coronary artery disease (cad) and was referred for a percutaneous transluminal coronary angioplasty (ptca). The de novo target lesion was located in the left anterior descending artery (lad). A 38 x 2.50 promus premier select stent was deployed in the lad. Following deployment, while taking an orthogonal view of the deployed stent, an edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this even, and the patient was reported to be stable at the end of the procedure. It was further reported that the lesion was predilated with a balloon. The stent balloon was inflated at nominal pressure, and the stent was fully deployed in the lad. No issues were noted with stent deployment. It was confirmed that the non flow limiting dissection was observed following deployment.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with coronary artery disease (cad) and was referred for a percutaneous transluminal coronary angioplasty (ptca). The de novo target lesion was located in the left anterior descending artery (lad). A 38 x 2.50 promus premier select stent was deployed in the lad. Following deployment, while taking an orthogonal view of the deployed stent, an edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this even, and the patient was reported to be stable at the end of the procedure.